Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels due to possible underdelivery of the insulin pump. The customer reported that the blood glucose levels was 6.3 mmol/l at the time of incident. The customer reported that the current high blood glucose was 18.1 mmol/l. The customer reported that they felt nauseated which they treated with insulin pump. The customer reported that the recent high blood glucose began on (B)(6) 2018. The customer reported that the insulin is under delivering because of the air bubbles. The customer had a vegetarian supper and the blood glucose went up quite high and noticed air bubbles. Troubleshooting was performed. The customer was advised to disconnect at quick release. The customer had purged out the bubbles from the tubing. The customer was advised that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. The customer reported that drive support appeared normal. The customer declined to check settings on the insulin pump. Performed the high pressure test and the insulin pump passed the test. The customer was advised to monitor the blood glucose. The customer was advised to replace out the defective infusion set during the high pressure test. Product is not expected to return for analysis.